Event description:
Went to unlock the device to dial down the pacemaker to ascertain the underlying rhythm. When she pushed the unlock button, the pacemaker shut down and was unable to turn on. Pt was asystolic underneath and she had a unresponsive episode. Once a different 5392 was received pacing resumed and pt regained consciousness. FDA safety report ID # (B)(4).